Event description:
It was reported that pump displayed malfunction alarm and showed high blood glucose reading with exact value unknown. Customer experienced elevated blood glucose level due to issue but did not require emergency assistance and was not incapacitated. Customer gave correction insulin injection by pen or syringe and, with guidance from technical support, reset pump using provided instructions; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any further malfunction occurred.